Manufacturer narrative:
Updated: d8, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue ¿patient blood, clots and carbonizes on the light guide lens during surgery¿ could not be confirmed and the root-cause of the issue could not be determined, as the device was not returned to the manufacturer for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a therapeutic procedure, the patient's blood clots splattered onto the light guide lens on the evis eus ultrasound bronchofibervideoscope. This issue had already happened a couple of times, and when it happened, the customer had returned the device. The customer was aware that this sometimes happens, and therefore the customer checked for this carbonization during preparation for use in another procedure. This issue arises because it is not possible to remove this blood clot carbonization by reprocessing. However, during preparation for use, there was no visible blood carbonization, causing the blood clots carbonization to be found during the procedure. The blood clot carbonization sometimes happens when there is a long procedure. The carbonization occurred after about 20-30 minutes. There was no report of patient harm associated with this event.